Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noticed that the orientation of the cutting wire was incorrect. Reportedly, the cutting wire was oriented towards the 2 o'clock direction instead of the 11 o'clock direction. The procedure was completed with a second ultratome xl. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date 01sep2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (Device codes): problem code 3009 captures the reportable event of cutting wire orientation. Visual examination of the returned device revealed that the working length is twisted, which directly affects functionality/integrity of the product causing the incorrect orientation of the device. A functional inspection was performed whereby the tome was inserted into the duodenoscope and the initial orientation was out of specifications since the working length was twisted in the distal section. The complaint was consistent with the reported event of cutting wire orientation incorrect. The working length twisted is an issue caused during manipulation of the device or due to the interaction with the endoscope or with other devices during insertion. Therefore, most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noticed that the orientation of the cutting wire was incorrect. Reportedly, the cutting wire was oriented towards the 2 o'clock direction instead of the 11 o'clock direction. The procedure was completed with a second ultratome xl. There were no patient complications reported as a result of this event.